Manufacturer narrative:
A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported when using the pyxis medstation es system, the patient's admission status is not being updated on the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.